Event description:
It was reported " screen blank except for red x through battery and helium icons". To continue therapy, the iab pump console was swapped. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 cpm board without the microsd card software. The sample was returned in a brown cardboard box with protective foam and esd bag. Visual inspection of the returned sample was performed. No abnormality was noted. Lab inventory software was installed into the returned cpu board. The returned cpm board was installed into a known good ac3. All voltages were within specification. The pump powered up successfully. Pumping was initiated successfully. After approximately 2 minutes, the pump stopped pumping, the piezo alarm sounded, a system error 4 alarm issued, and red xs showed over the helium and battery icons on the display screen. Pumping was unable to be reinitiated. A graphics reset did not resolve the issue. A power cycle did not resolve the issue. Upon restarting the pump after a cold start, the screen began brightening and became covered in vertical black/blue lines. The pump system and screen then underwent a reboot cycle. Following the pump reboot cycle, the system repeated the same display issue while the piezo alarm was still sounding. The system and screen continued this cycle before being turned off. A de-vice history record (DHR) review was conducted for the lot numbers with 1 relevant finding. Non-conformance is relevant to the reported complaint; however, cpm boards are 100% inspected and the affected cpm board was returned to the vendor. The reported complaint of "blank screen, red x through battery and helium icons" is confirmed. During the complaint investigation, the returned cpm was found to issue the piezo/system error 4 alarms and force the system/screen to undergo a reboot cycle upon starting the pump. The DHR was reviewed with 1 relevant finding; however, the affected cpm board was returned to the vendor. The most probable root cause of the cpm failure is supplier related. This will be monitored for any developing trends. Corrections at the supplier have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections.

Event description:
It was reported " screen blank except for red x through battery and helium icons". To continue therapy, the iab pump console was swapped. No patient injury or consequence reported. The patient's current condition is reported as "critical".